Event description:
It was reported via repair work order that the brakes could not be engaged due to a broken brake cam. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.